Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Medwatch report (B)(4) was received on (B)(6), 2011. Broken rongeur found while using it to remove plaque from aortic valve. Date of incident: (B)(6) 2011. On (B)(6) 2011, administrative assistant from the risk management department provided additional information reported by the nurse: "the patient was a (B)(6) male who underwent repair of aata with graft and replacement of av with pericardial valve. The broken piece of the device was found and there was no adverse injury to the patient and no complications during surgery".